Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 246 mg/dl and the pump was used to address the bg level. The customer stated that after the pump's software had been updated, the pump had been having inconsistencies with insulin and bg levels. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.